Event description:
Reporter indicated that pt developed infection at generator site. The infection at the generator site has improved with the antibiotic treatment. The pt then developed a wound level infection at the neck site and is currently being treated with antibiotics. The cause for the infection is unk.